Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2024-01274. It was reported that the patient's log files showed the pump was off for 5 seconds due to a driveline disconnect on 19feb2024.

Event description:
Additional information reported that a cause of the driveline disconnect was not provided, it occurred when the patient was sitting. The alarm has since resolved.

Manufacturer narrative:
Section d4: corrected catalog number. Incidental findings: 1. Review of the controller event log files revealed a pump stop event on 24feb2024; however, the onset of this event was not captured within the recorded data. 2. Review of the lvad event log file revealed multiple pump resets on 24feb2024. Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop that was associated with a driveline disconnect. A specific cause for the disconnection of the driveline could not be conclusively determined through this evaluation. The controller event log files contained events from 14feb2024 through 19feb2024 and 24feb2024 through 29feb2024. The driveline appeared to be disconnected on 16feb2024, causing the pump to stop. Following the reconnection of the driveline, the pump regained speed and resumed normal operation. The pump appeared to function as intended while the driveline was connected. It was later communicated that when asked about the driveline disconnect, the patient was unable to provide a cause and stated that they were just sitting when it happened. No product was exchanged, and the patient was re-educated. It was reported that the patient was seen again in the clinic for a follow up and was in stable condition. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 2 of the IFU, states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, this section provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook further explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.